Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual devices were not available; therefore device analysis could not be completed for those samples. However, two (2) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by attaching and detaching the devices from a set; no issues were noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink IV access valves would not connect. This was observed prior to patient use. There was no patient involvement. No additional information is available.